Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The spinal drain catheter kit, unknown (xxx-drainage) was not returned for evaluation and no photos showing the reported conditions were provided. Device history record (DHR) review could not be performed either because the product lot number was not provided. The product catalog number was not provided either; therefore, the product itself cannot be identified. There are no further details about technique used, time that device remained implanted, possible patient anatomical features, condition, and/or anomaly that could make the catheter removal difficult, etc. There are different possibilities for a fractured catheter; for example, required the use of excessive force during removal, or retraction (intentional or accidental) of the catheter through the tuohy needle during placement shearing (partially or completely) the catheter. Since no information was provided about the catheter used and the product has not been received for evaluation, a root cause determination cannot be performed. Additionally, as part of the additional information provided by the customer provided, product dp1045 duragen plus dural regeneration matrix 4x5 1pack was reported. However, duragen plus is an absorbable implant or the repair of dural defects. Therefore, based on the complaint description reported via medwatch, product dp1045 cannot be related or causal to the event. Currently, this event is related to an unknown lumbar catheter that is not confirmed to be an integra product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed.

Event description:
Medwatch #mw5171594 was received with the following information: "upon removal of integra lumbar drain, catheter broke and a piece was retained; the patient is pending an additional procedure with vascular to remove the retained foreign body of the lumbar drain." Additional information received as follows: 1. Can you please verify the reporting facility name? (B)(6) hospital 2. Can you please verify the product ID/catalog number? I cannot verify. Unfortunately, after reviewing the or record again, I am unable to find details surrounding the lumbar drain (integra) implanted. 3. Can you please verify the lot/serial number? Image below. We do not have more information beyond the image. 4. What type of procedure was performed during the incident? Removal of lumbar drain at bedside. 5. Was there a delay in surgery due to product problem? If yes, how long (in minutes)? No. 6. Please provide patient outcome and/or status of the patient. Patient returned to the or the same day of removal to have the 5.3 cm fractured catheter removed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.